Manufacturer narrative:
The user was treated with antibiotics and the issue was resolved.

Event description:
On october 15th, 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.